Manufacturer narrative:
H3:product analysis # (B)(4): part # 9560524;lot # my20e001 visual and functional inspection confirmed the flex arm is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone for lumbar spinal stenosis. It was reported that a flexible arm assembly was prepared for the planned melif procedure, the wheel was found to be stiff and could not be turned during use. As the arm could not be secured, the procedure could not be performed, and melif was ultimately abandoned in favor of switching to an open plif. No patient symptoms were reported. There was a delay of less than 60 minutes delay. No further complications were reported/anticipated.